Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4), information is unavailable; device was not returned for evaluation. Device not returned the complaint could not be confirmed because no device was returned for analysis. The device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed and would not release from tissue. Eventually the device slipped off however the jaws are still in the closed position. Another device was used to complete the procedure. No adverse consequences reported.